Event description:
It was reported that the external pulse generator had fluctuating atrial paces-per-minute and amplitude. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and battery drawer are contaminated and broken. Main printed circuit board, battery flex, heart lead flex, lcd (liquid crystal display), encoder flex, release spring, lead flex cover, heart block, and battery release are contaminated. Side bail covers and ring cover are broken. Battery contacts are compressed. One side bail is bent. Keyboard is scratched. Battery drawer o-ring is missing.